Event description:
While using beaver blade-smith nephew (B)(4)/lot 3027818- a portion of the tip of the blade broke off inside capsule of right hip. It was retrieved at the end of the case which was confirmed by the x-ray. No harm to the pt.